Event description:
The infusion pump displayed 70cc remaining in the reservoir volume. When the clinician went to discard the medication cassette, it was found to be empty. The pt was oriented, alert and showed no symptoms of narcotic overdose. The clinician found no obvious errors or leaks. The tubing was examined when it was removed and no abnormalities were noted in the report. The facility is evaluating new pump software that will eliminate some of the infusion errors.